Event description:
In 2004, physician performed a therapeutic enteryx procedure on a pt as part of a clinical trial. The day following the procedure the pt complained of dysphagia, which was estimated to be mild. Two to three weeks subsequent to the procedure being performed dysphagia increased to what was determined to be a moderate intensity. The pt lost 3 kg body weight during the six initial weeks following the enteryx procedure. An endoscopy was performed on the pt 38 days later, which revealed two ulcers at the injection sites. In addition, a 1 cm polyp was observed to be located in one of the enteryx injection sites, and which was detemined to be hyperplastic upon biopsy. The pt was given ppi therapy in an effort to support ulcer healing. In may 2004, an 11 mm bouginage was used for dilation. The doctor reported that during this procedure it was difficult to get the 1cm gastroscope through stenosis. Two polyps were observed at the two injection sites. The pt's condition failed to improve subsequent to the dilation. A second dilatation was then scheduled for in about 2 weeks. When the second dilation was performed the gastroscope could not be passed through stenosis. During this second bouginage, the first polyp was no longer visible, and polyp 2 was smaller.